Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2016. The pad-pak was removed during this time for approximately 22 months. The device records manual power ups of less than 1 minute duration on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The one minute time outs may suggests the device or the device was switching on automatically and the user was intervening by turning the device off. Therefore there were no 10 minute time outs. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.